Event description:
The reporter had requested a battery life calculation but when the programming history was reviewed, it was discovered that a systems diagnostics test had faulted on (B)(6) 2008, causing the settings to be reset. The settings were partially corrected on (B)(6)2009, but they were not fully corrected until (B)(6) 2009. No patient adverse events were reported as a result of the setting change.